Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self and displacement test. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed failed battery test, pump error alarms and change sensor alert. Insulin pump passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test, pump error alarms noted. Insulin pump successfully downloaded to thump. Pump communicated properly with test guardian link transmitter. No change sensor alert or sensor anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. Verified pump alarmed failed battery test on (B)(6) 2021 05:30:29.000 in pump downloaded history. Verified the pump alarmed pump error 19 on (B)(6) 2021 04:59:31.000 due to moisture damage to the pcb1 and pcb2 board. Confirmed the pump alarmed pump error 3 on (B)(6) 2021 04:59:33.000, pump error 41 on (B)(6) 2021 09:03:17.000 and pump error 43 on (B)(6) 2021 09:03:17.000 due to corroded motor home switch. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. No failed battery test, pump error alarms noted or change sensor alert noted during testing. Confirmed the pump alarmed failed battery test on (B)(6) 2021 05:30:29.000. Confirmed the pump alarmed pump error on (B)(6) 2021 04:59:31.000 due to moisture damage to the pcb1 and pcb2 board. Confirmed the pump alarmed pump error on (B)(6) 2021 04:59:33.000, pump error on (B)(6) 2021 09:03:17.000 and pump error on (B)(6) 2021 09:03:17.000 due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.